Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. And it was confirmed, that the beak was cracked. Had come off the sheath and was partially missing. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been more than 5 years, since the subject device was manufactured. Based on the results of the investigation, it was determined, that the damage to the ceramic beak of the sheath was caused by thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. The event can be detected/prevented, by following the instructions for use (IFU), which state: ¿4: before use-warning: infection control risk: properly reprocess the product before first and each subsequent use, following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel¿. ¿4.1: inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)¿. ¿warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center¿. This supplemental report includes an update to h3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital limited due to character restriction in respective field. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device tip/beak broke off, fragmented and fell outside the body during an unknown procedure. It was stated that during the procedure, fragments remained. After the procedure, a computed topography scan was performed to ensure no fragments were inside the body. Another surgeon confirmed there were no fragments inside the body. The product was replaced and the procedure was completed. There were no reports of patient harm.